Event description:
It was reported to philips that intermittently, the system geometry movements were not available. No harm to the patient or user was reported. Philips has started an investigation of this complaint.